Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the black box showed a loss of prime warning associated with a low non-zero force. On (B)(6) 2014 at 18:46 there was a loss of prime; deliveries resumed at 19:22. On (B)(6) at 13:31 there was a loss of prime; deliveries resumed 14:55. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The total daily doses add up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within required range. The force sensor calibration was within specification. There was an unidentified force low observed in the black box. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display had a discolored contrast. The audio bolus button cover was torn, but the button was fully responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 510 mg/dl with moderate ketones, abdominal pain, nausea, polydypsia and polyuria associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the cartridge cap was secure and the cartridge was being used per instructions for use. It was reported that the pump emitted greater than 3 loss of prime warnings in 30 days despite changing the cartridge multiple times. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a loss of prime issue.